Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the moveable part of the jaw broke off of the device.

Event description:
It was reported that during a laparoscopic hysterectomy the lower jaw broke off of the device. The piece did not fall into the patient and a second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4).additional information: batch # m93a5g. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.